Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has not been rec'd for eval; however, device eval is not yet complete. A f/u MDR will be filed.